Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient is experiencing pain and shocking at the ipg site. Surgical intervention may be taken to address this issue.

Manufacturer narrative:
The reported event for pain at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing. The ipg header was subjected to a lead retention test in both ports and no slippage or pullout was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced. Therapy was restored post-op.